Event description:
It was reported that the patient's vns was now indicating high impedance. Ap and lateral chest and neck x-rays were taken and sent to the manufacturer for review. A lead fracture was visualized on the x-rays that is the likely cause of the high impedance. The patient was noted as experiencing an increase in seizures as a result of the loss of therapy due to the high impedance. The relationship of the increase in seizures to the pre-vns baseline is unknown as per the physician, however the patient's mother believes the increased seizure frequency is above the pre-vns baseline. The mother also noted that the patient had one seizure where the patient passed out and stopped breathing. The patient's vns was not disabled as recommended in manufacturer labeling, however the site indicated that they are aware of the recommendation to disable stimulation in the presence of high impedance. No medication or programming changes were believed to have caused or contributed to the increase in seizures. No trauma or manipulation was noted that could have caused or contributed to the lead fracture. Surgery to replace the patient's lead and generator has occurred. Per hospital policy, the explants will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.